Manufacturer narrative:
On (B)(6) 2021, upon secondary review of the file, mentor became aware that in the previous submission incorrect reference number was mistakenly reported under section b5. It should have been manufacturer report number 1645337-2021-08610 manufacturer¿s reference number: (B)(4). Event description; incorrect reference number mistakenly reported.

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with 375cc mentor memorygel breast implant and experienced capsular contracture; baker grade IV. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. On (B)(6) 2021, mentor became aware that surgical intervention was performed on (B)(6) 2017, and device was re-used (see related file 1645337-2021-08540).